Manufacturer narrative:
One used cadd-legacy® plus pump was received for investigation. A visual inspection revealed the device to be damaged. There was no evidence of the reported issue in the event history log. The device was powered on and no alarm occurred. Further inspection found the nub on the downstream occlusion sensor was missing, which could have been the cause for the reported alarm. A root cause for the missing nub could not be determined.

Event description:
It was reported that a cadd-legacy® plus pump "double beeped" and had a "missing sensor on bottom". No injury was reported.